Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited an increase in pacing impedance measurements from 600 ohms at implant to 2200 ohms. It was also noted that the threshold on the rv lead is high and has been since implant. Since there is no noise on rv lead, sensing is good and shock impedance is within range and stable they will continue to monitor. At this time the ICD and rv lead remain in service and no adverse patient effects were reported.